Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited oversensing of noise, resulting in an inappropriate shock. Subsequently, tachycardia therapy was programmed off and the sensing vector was changed to alternate. The patient was admitted to the hospital and scheduled for a revision procedure in the near future. The device remains implanted. New information was received indicating this subcutaneous implantable cardioverter defibrillator (s-ICD) device was surgically explanted and replaced. Besides surgical intervention, no adverse patient effects were observed.